Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator (ICD) that over-sensed myopotentials. Technical services suggested programming changes. When programming changes were about to be made, it was noticed that the suggested changes were already on place. No changes were made to the device. There were no patient consequences.